Manufacturer narrative:
(B)(6). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an open swivel air port was noted. A functional evaluation revealed the device wouldn't hold pressure because of the faulty air swivel. The complaint was confirmed and a root cause was identified to be a mechanical component failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Pneumatic swivel joints can develop a minor seal leak if impacted or may ¿unseat¿ during certain swivel movements but will generally re-seat upon manipulation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the arm could not be fixed. No case involved. Results of investigation have shown that the positioner device presented a loss of pressure which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.